Event description:
Philips received a complaint on the intrepid indicating that the pacing did not work on the dfm100 and they used a different defib device. The device was in clinical use for patient at the time of the event, however no patient harm was reported. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the pacing did not work. There was reportedly patient involvement, but their outcome is unknown. The customer evaluated the device on site and found no issues and put the device back into service. They used a different defib on the patient after the pacing did not work on the dfm100. However patient outcome is still unknown. Multiple attempts were made to obtain the clinical information to confirm the patient¿s outcome but were unsuccessful. In the absence of this information, the delay in treatment caused by the reported device event will be considered a failure to shock event and adverse event because live-saving therapy/treatment has been interrupted and or delayed and likely led to a deterioration in the state of the health of the patient. No further assessment required unless additional material information is received which indicates injury/harm did not occur. Based on the information available and the that the device logs found no problem could be determined with the device and it was put back into service. The cause of the problem is unknown. The reported problem was not confirmed. Further investigations maybe performed if later deemed necessary. An analysis was performed by qualified clinical evaluator (ce) and vigilance reporting specialist (vrs). The ce determined that the device failure alleged in this case may have caused or contributed to a serious injury. The vrs concluded this complaint meets the definition of an adverse event. Appropriate regulatory reporting actions have been taken. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer finding no problem with the device put it back into service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.